Event description:
It was reported that this patients right ventricular (rv) lead has exhibited pace impedance variation from 400 ohms to numerous high out of range excursions greater than 3000 ohms over the past year. Boston scientific technical services (ts) noted there are no stored inappropriate ventricular episodes and very small rate counts in the rv greater than 230 beats per minute. Ts indicated this appears to be a device header spring contact issue due to the variation in impedance measurements and noted this implantable cardioverter defibrillator (ICD) device does not have the enhanced header design. Ts commented that if it is not a device header spring contact issue, then it could be an issue with the rv lead above the lead terminal yoke area, but that would seem odd with no observed oversensing or stored episodes. The products remain in-service. No patient symptoms or adverse patient effects were reported.

Event description:
It was reported that this patients right ventricular (rv) lead has exhibited pace impedance variation from 400 ohms to numerous high out of range excursions greater than 3000 ohms over the past year. Boston scientific technical services (ts) noted there are no stored inappropriate ventricular episodes and very small rate counts in the rv greater than 230 beats per minute. Ts indicated this appears to be a device header spring contact issue due to the variation in impedance measurements and noted this implantable cardioverter defibrillator (ICD) device does not have the enhanced header design. Ts commented that if it is not a device header spring contact issue, then it could be an issue with the rv lead above the lead terminal yoke area, but that would seem odd with no observed oversensing or stored episodes. The products remain in-service. No patient symptoms or adverse patient effects were reported. Additional information was received that this ICD device was subsequently explanted and replaced. No additional adverse patient effects were reported. The device is expected to be returned to boston scientific.